Event description:
Reporter alleged the customer's relative reported discrepant back to back blood glucose results of 3.3, 3.4, 12.0, 3.4, 3.0, 6.0, 4.1, 16.4, 3.4, 8.7, 13.4, 5.4, and 14.2 mmol when all tests were performed 2 mins apart on the customer's compact plus system. Reporter stated the customer's relative treated him with "sugary drinks". No other actions were reported taken or treatment received. A request was made for the return of the suspect product and replacement product was sent.

Manufacturer narrative:
Event occurred in another country.